Manufacturer narrative:
Summary of eval: the tibial and patellar components can not be evaluated for the reported wear and patella disassociation as they have not been returned to co but rather have been discarded by the hospital. A review of the device history records for these component is not possible as the lot codes have not been unsuccessful. The medical opinion suggests that this event is associated with pt weight and time.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and polyethylene wear and disassociation of the patella.